Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states the neonatal department received a neonate from (B)(6) hospital and discovered a leak in the catheter just below the molded strain relief on the extension. The date of event was in (B)(6) 2013, day unknown. The customer further reports that the catheter was secured with suture. The uvc was inserted (B)(6) 2013 and was used for continuous feed. The uvc was removed (B)(6) 2013 and was replaced with a new catheter. The status of the pt is okay.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.